Event description:
Loss of integration. Customer reported: implant was removed due to loss of integration. Patient will have to return to redo implant. There was no injury or impact to the patient, or delay in procedure.

Event description:
Customer reported: implant was removed due to loss of integration. Patient will have to return to redo implant. There was no injury or impact to the patient, or delay in procedure.